Event description:
Dr reported that he had burned pts while using two lsi system ii muscle stimulators. The dr had used hot packs the same time, over the electrodes, which is not the recommended procedure. Dr was instructed to discontinue using hot packs while administering ems and has complied. He has had no further incidents of burns. In addition, the electrodes were found to be below conduction standards and were replaced.